Event description:
It was reported that there was an apparent fracture of the right ventricular (rv) lead. The lead was oversensing, with non-physiologic sensing intervals, high frequency noise, and inhibition of pacing in a pacer dependent patient. A lead integrity alert (lia) was triggered. A lead revision procedure was scheduled and a visible insulation breach about 6 inches from the pin was noted. The lead was explanted and replaced. When the new rv lead was connected to the existing implantable cardioverter defibrillator (ICD), the patient experienced asystole. Device malfunction versus inappropriate programming was suspected and the physician elected to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 6947m55 implantable tachy lead (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2012; 4296 implantable pacing lead (B)(6) 2012. (B)(4).